Event description:
It was reported by service report that the load wheel separated from the head section. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting; exposed sharp edges.